Event description:
It was reported the camera head displayed no image and the screen was black. The issue occurred during preparation for use for an unspecified diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that no no image was displayed. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no findings or issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.